Event description:
It was reported that patient experienced cgm error that affected pump operation. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with assistance from technical support and planned to call again if issue persisted, and no additional information was received regarding the outcome of the event.